Event description:
The customer reports that during insertion the swg (spring wire guide) kinked.

Manufacturer narrative:
(B)(4). The customer returned one swg for investigation. Visual and microscopic examination of the swg revealed the swg was slightly bent and the swg contained kinks on the distal and proximal end. No damage was found on the j-bend tip and both the distal and proximal welds were intact, full, and spherical. The kinks in the swg were located 28 mm from the distal tip and 20 mm from the proximal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory cv-04306 kit catheter, arrow raulerson syringe, and introducer needle to functionally check the guide wire. The guide wire passed through all components with minimum resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the distal and proximal end of the body. The returned guide wire met all relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during insertion the swg (spring wire guide) kinked.